Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during annual testing they found some power cords have a complete break in continuity . There was no reported patient incident or injury.

Event description:
The customer reported that during annual testing they found some power cords have a complete break in continuity. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The product was not in use when the reported problem occurred.